Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Were requested but not provided.

Event description:
It was reported that the nurse programmed an unspecified medication rate and mode incorrectly. Although requested, no other information was provided.